Event description:
Related manufacturer reference number: 1627487-2022-01524. It was reported that the system was not functional well. X-rays confirmed that the lead had migrated and come out of the epidural space and no longer providing efficacy. Battery was on high usage and unknown if it prematurely came to end of life. As such surgical intervention took place wherein the ipg and lead were explanted and replaced with new ones. Post procedure therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.